Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Pump passed the delivery accuracy test. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, missing display window cover and scratched case.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had several empty reservoir and low reservoir alarms, and had to re-do the fill process again even though the reservoir was not empty. The alarms were recurring after a couple of hours. The customer also had an alarm about an error in the motor being detected by reading unexpected values from the hall sensor. The customer had to do the fill process after the alarm. Customer also stated that the pump alarmed no battery and no reservoir, but these alarms are not in the pump history. The customer's blood glucose was 97 mg/dl at the time of the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.